Event description:
I was using smile direct club clear aligners for over a year. Every 6 months you are supposed to change your retainers. I started using a new retainer on (B)(6) 2018. The retainer seemed like it was not made properly the first night I put it in, it did not fit my teeth properly. I first assumed I needed time to adjust. After a week or so I noticed my teeth hurt more, my jaw hurt, and I was having ear pain and ringing. When I went to my dentist they said the aligners had thrown off my bite, and created tmj / tmd symptoms. I have since stopped all use of smile direct club aligners, and started using a nightly dental splint/guard made by my dentist to correct the issues that smile direct club created.